Event description:
It was reported to nova biomedical that a health care professional when using a ketone test strip received a glucose strip prompt on the meter appeared. When used on a pt, a blood glucose result was received. The result was a result of 71 mg/dl. A subsequent comparison with a hospital facility device showed a reading of 550 mg/dl. The difference in these readings are clinically significant. The meter and ketone test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.